Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported had a patient to return to the cancer center this morning with fluorouracil leaking into the black bag. It appears it leaked from the filter area on the tubing. Medication being infused was fluorouracil. No patient injury reported.